Event description:
It was reported that the pump totally failed and was not working. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.